Event description:
The patient underwent a laparoscopic appendectomy bilateral inguinal herniorrhaphy. During the procedure the doctor was using the ethicon securestrap 5 mm adsorbable strap fixation device when it stopped firing. Still had staples that were unused; another stapler used to complete the procedure. No harm to patient.